Event description:
It was reported that prior to surgery the white wire that holds the tube together in the packaging was apparently ¿clamped¿ between the plastic and the cover during production. No patient involvement, impact, or harm. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: switzerland. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a3, b4, b5, g3, h1, h2, h4, h6, h11. Visual inspection of the provided picture showed the device packaging was open; however, the device was not returned and the reported event could not be confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.